Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty relay on the pace/defib engine board . The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.